Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states, "your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off."

Event description:
It was reported that customer received an auto off alarm. Customer's blood glucose level was not impact, as customer was using pump for saline trial and not insulin therapy. Tandem technical support reviewed the auto-off safety feature with the customer.